Event description:
The biomedical engineer reported via telephone (B)(6) 2009, that the operating room staff complained of something "smelling hot". He could not verify, he did not experience the odor when he replaced the lamp. After he installed the new lamp, rather than closing the case up he over-road the switch that allows power to the lamp, with his finger. He received a "very little" shock when he made contact with the switch. He reports there was "no injury, nothing remotely serious" about the event.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.